Event description:
A malfunction on the pump was reported by the caller, who indicated that it occurred while the pump was rebooting from a reset. There was no adverse impact on the customer's blood glucose level as a result of this issue. Technical support resolved the matter by sending a replacement pump with updated software. The customer will use an alternate insulin delivery method, mdi, until the replacement arrives and has been advised on necessary steps for the replacement process, including storage mode instructions, returning the faulty pump, and setting up the new pump.